Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil traversing through the corneal portion of the uterus.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included cervicitis, hypermenorrhea and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: surgical history: essure (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2020: mild chronic cervicitis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: event " injury nos" was replaced by "essure coils traversing through the corneal portion of the uterus." Removal date of essure, lab data, medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil traversing through the corneal portion of the uterus.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervicitis. Concurrent conditions included hypermenorrhea and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia ("hypermenorrhea") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device and menorrhagia to be related to essure. The reporter commented: surgical history:-essure (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: -mild chronic cervicitis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received- new events : hypermenorrhea and dysmenorrhea were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil traversing through the corneal portion of the uterus.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included cervicitis, hypermenorrhea and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total vaginal hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: surgical history:-essure (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: -mild chronic cervicitis. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.